Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found pout of spec in relation to the reported "keeps beeping." The eval observed a system error 105 which was reproduced. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump "keeps beeping." Any pt involvement, injury or medical intervention is unk.